Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient complained of pain with deep breaths and his right ventricular (rv) lead exhibited high pacing thresholds. A perforation was confirmed via echocardiogram. As result, the output was reprogrammed until the patient underwent a surgical revision wherein the rv lead was finally extracted and replaced.